Event description:
It was reported that during implant, the lead insulation showed a rough surface. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and it was visually noted that the outer insulation appeared snagged on an introducer during implant attempt. It was noted that the proximal conductor was stretched, the inner insulation was kinked and buckled, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, the lead appeared to have been damaged at implant and the lead was stretched.